Event description:
The experienced sudden return of symptom. The symptom reported was leakage which started over the last month. The patient increased stimulation until stimulation was too strong so she backed it down and called patient services to change programs with no result. The patient will return to clinic if symptoms do not resolve to rule out any other causes of return of symptom. There was no fall/trauma reported in related to this issue. Indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.